Event description:
It was reported that a full report for an implantable cardiac monitor (icm) stated that there were two symptom episodes; however, there was no corresponding information, no electrocardiogram (ECG), no episode details, and no indication of an episode in progress. The icm remains in use at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).